Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and pelvilace was implanted. It was reported that the patient underwent another procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted, concurrently with a anterior colporrhaphy with enterocele repair, vaginal paravaginal defects repair, utero-sacral ligaments colpopexy, perineoplasty, cystoscopy, cystotomy with suprapubic catheter placement due to vaginal prolapse, cystocele, enterocele, rectocele, perineal defect. It was reported that patient underwent mesh revision and cystoscopy on (B)(6) 2008 due to urinary retention. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. On (B)(6) 2007 the patient underwent colpotomy with exploration and suturing of blood vessels for post op bleeding. On (B)(6) 2010 the patient underwent exam under anesthesia, revision and partial excision of mesh and cystoscopy due to pelvic pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.